Event description:
It was initially discovered when reviewing the manufacturer's programming history database that the patient was set to unintentional settings following an incomplete diagnostics. There were two interrogations following the settings change but the settings were not corrected. It is unknown if the physician intentionally left the patient at those setting or just did not notice the change. The settings were corrected at a later date.

Manufacturer narrative:
Analysis of programming history.